Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl, with high ketones identified as life-threatening by a healthcare provider. Customer administered a manual injection to address the issue, went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids to address bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue, however, the customer did not respond. No additional patient or event information was available.